Manufacturer narrative:
(B)(4).

Event description:
The representative reported that this lead had dislodged. They then extracted the lead and put in a new lead. Upon extraction of the lead, the doctor felt that the helix was not fully extended. He reports that at the implant, he felt that the helix was fully extended.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. During the visual inspection the fixation helix was found fully extended and deformed. Damaging the fixation helix requires the presence of severe mechanical stress. Based on the damage symptoms, it is reasonable to assume that tensile forces during the surgery contributed to this observation. Further analysis of the lead did not reveal any irregularity that might have contributed to the reported dislodgement. In summary, the fixation helix was found deformed, which occurred most likely during the surgery. The analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.